Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part number, lot number combination per qlik query executed on (B)(6) 2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via cst that during an acl reconstruction procedure the truespan peek 12 degree handle was unable to fire properly into the meniscus. The device was cinched and the implant came out. The case was completed with a new implant with a ten minute delay to open the device. There was no patient harm. It was reported that the device released the implants, but the trigger felt very tight and sounded like it broke after the second implant was deployed. It was reported that once the truespan was cinched, the implant came right out of the meniscus and out of the portal. It was released in the patient, but pulled right out. It was reported that the surgeon fully depressed the trigger but the click was very loud and sounded abnormal. It was reported that the tip of the needle was inside of the meniscus. It was reported that the surgeon penetrated the meniscus to the depth stop. It was reported that the implants came out when cinched. It was reported that the surgeon did not use a probe. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.